Manufacturer narrative:
The reason for this revision surgery was reported as the tibial post snapped off. The implants were in the patient for 6 years and 18 days prior to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are 13 prior complaints on part number 360-09-504, posterior stabilized (ps) insert 9mm cm, size4. Of these 13 complaints, four complaints were for infection and pain, eight complaints for device loosening/poor joint and one complaint was for locking mechanism failure issue. The root cause for the tibial post snapping was not reported. Further investigation can be performed only if the information regarding physiology, weight, patient injuries, activities, accidents, or medical contraindications and x-rays of prosthesis or post-surgical recovery reports are provided. Several factors can contribute to posterior stabilizing post failure including: repeated high flexure and loads on the knee, or carrying extended heavy loads, would allow a greater incidence of broken inserts. There was no evidence that suggested a design or manufacturing problem contributed to the failure.

Event description:
Revision surgery - due to the tibial post snapping off.